Event description:
It was reported that on (B)(6) 2025, the patient experienced urinary incontinence and poor urine outflow. As a result, the indwelling urethral foley catheter was replaced. At the time of removal of the indwelling catheter, 10 ml of fixed water was removed. As this was not in stock on the ward, it was replaced with a bird silver brisil foley tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient experienced urinary incontinence and poor urine outflow. As a result, the indwelling urethral foley catheter was replaced. At the time of removal of the indwelling catheter, 10 ml of fixed water was removed. As this was not in stock on the ward, it was replaced with a bird silver brisil foley tray.

Event description:
It was reported that on (B)(6) 2025, the patient experienced urinary incontinence and poor urine outflow. As a result, the indwelling urethral foley catheter was replaced. At the time of removal of the indwelling catheter, 10 ml of fixed water was removed. As this was not in stock on the ward, it was replaced with a bird silver brisil foley tray.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect eye size - undersized. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.